Manufacturer narrative:
On 12/19/2019, it was noticed that "device evaluated by manufacturer?" Was marked no. The proper field has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 1.0 cm on the posterior aspect. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were observed. The complaint of deflation was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A possible cause of the failure could not be determined. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a saline mentor smooth round high profile 380cc breast implant and experienced bilateral deflation. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 380cc, catalog number 3503380, serial numbers (B)(4) on (B)(6) 2019. This report is for the left side. On 11/21/2019, mentor became aware that previously submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. This report contains supplemental information for mentor asr reference number (B)(4).